Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this product code 232447, lot l736605 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-55532.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament (acl) surgical procedure, it was observed that the rgdloop adjustable stnd suture device broke. The surgeon changed to a new one to continue the procedure but the suture broke again. It was reported that the surgeon had to change to a cross nail method to complete the procedure. It was reported that there was one more incision on patient than before. There was no delay in the procedure. It was reported that the implant broke into two pieces and were retrieved so that no debris were left in the patient's body. It was reported that the patient's bone quality was normal and the surgeon was not off-axis. There was patient involvement reported. It was not reported if there was prolonged hospitalization. The patient's status post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.